Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat plaque in the mid left superficial femoral artery using a nanocross elite balloon, the balloon burst at 10 atm pressure on the first inflation. The lesion length was 30mm and the artery diameter was 6mm. The vessel was pre-dilated and post-dilated, and the device was passed through a previously deployed protege stent. No resistance was encountered when advancing the device. The balloon did not detach during the event, and the device was safely removed from the patient. The procedure was completed using another nanocross device. No patient complications have been reported as a result of this event.